Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a lost sensor alarm. It was found that the incorrect transmitter ID was programmed and transmitter was not communicating with sensor. Customer's blood glucose was 438 mg/dl. Customer declined troubleshooting for high blood glucose. Customer was assisted in programming correct transmitter ID.